Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the 8mm medium-large clip appliers regularly would not close the clips in the wound across different occasions, different surgeries, and different personnel. The instrument gripped the clips and held them as intended; however, when the clips closed around the tissue, they would not close completely and remained open when the forceps were opened again. It appeared that the forceps did not close enough for the clips to "lock"; the same clips worked with a manual clip forceps and would close properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was made aware of the incident that had occurred previously in different occasion, during different procedures with different personnel as of recently. The customer could not provide specific dates of other incidents. The other instruments involved have not been returned to isi for analysis.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.